Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 380 mg/dl, and the meter bg reading was 450 mg/dl. Tandem technical support determined all values were within normal range and no malfunction occurred with the device. Customer delivered a bolus and administered an insulin shot manually. Reportedly, the customer was transferred to the emergency room and later admitted to hospital. Bg was treated with intravenous fluids and customer was observed during hospitalization. The customer was released from hospital on (B)(6) 2020 with the issue resolved.